Event description:
After upgrade of the programmer with the smartview 2.44 software version, it was observed that the patient list was intermittently empty. Preliminary analysis confirmed this behavior and showed that it was related to a refresh issue.

Event description:
After upgrade of the programmer with the smartview 2.44 software version, it was observed that the patient list was intermittently empty. Preliminary analysis confirmed this behavior and showed that it was related to a refresh issue.